Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the data/database found the customer comment of a crash was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the mobile programmer was used to interrogate the implantable cardiac monitor (icm) a white screen was displayed. The user attempted to force close the mobile programmer application and power off the hosting tablet without success. It was further noted that on the following day whilst it was possible to unlock the hosting tablet, the mobile programmer displayed the white screen persistently and was unable to be force closed with tablet unable to be powered off. Technical services provided assistance which restarted the hosting tablet and the mobile programmer application was relaunched without error however upon subsequent re-launch some days later in further troubleshooting the mobile programmer displayed white screen error but the hosting tablet did not lock. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.